Event description:
The customer was hospitalized for high bgs. Bgs were treated manually at the time of call. The customer stated that the pump could not bring the bgs down. Also customer would like to test the pump some other time.